Event description:
It was reported the defibrillator's algorithm did not withhold therapy when over sensing was on the ventricular lead was present. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the actual device and lead were not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one lead failure predictor for high rate non-sustained equaling 180 ms average ventricular (v) cycle on (B)(4) 2012 02:50:38. One ventricular fibrillation equaling 210 ms average v-cycle was noted on (B)(4) 2012 02:50:55. There were ventricular short interval count equaling twenty one 21 counts, in 10.75 days, between (B)(4) 2012 21:07:03 and (B)(4) 2012.